Manufacturer narrative:
Report source foreign: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for cervical spondylosis. It was reported that since yesterday or the day before yesterday, the stimulation has been on but the stimulation of pattern a has not been received. When the controller is operated to increase the stimulation, a screen appears indicating that the set value cannot be used, and the stimulation can be lowered but not increased. It should be 1.6, but it went down to 1.0 and cannot be increased. There were no known environmental, external, and patient factors that may have caused the event. The stimulator was charged at 60%, so the patient was encouraged to charge it completely. The issue was not resolved at the time of report. No health damage was reported. Additional information received from a manufacturer representative. It was reported that the c controller was fully charged, but the stimulation could not be adjusted while the "settings unavailable" screen was displayed. Additional information was received. It was reported that impedance was measured on (B)(6) 2023, and the result was that electrode number 2 had a high impedance (40000). The combination of 8-11 was low impedance). Other values were within the normal range. The report that "a screen appears indicating that the set value cannot be used" was the "settings not available/oor" screen. The cause was that the "settings not available" was displayed due to an abnormal impedance (high impedance) because the setting using the electrode number 2 was used. The cause of the abnormal impedance is unknown. On (B)(6) 2023, the stimulation program was set again and effective settings for treatment were made. The issue has since been resolved.